Manufacturer narrative:
A ge rep evaluated the system and found the key switch was not turned all the way to the on position. System operates as intended.

Event description:
Customer reported the vertical column will not move up or down. No pt injury was reported.